Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse stated that the facility biomedical engineer was able to reset the errors. The fse checked out the system and performed a functional check and calibration check and found no faults. The iabp was returned to customer and cleared for clinical use

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated error codes #57, 4e 16 0. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated error codes #57, 4e 16 0. There was no patient involvement and no adverse event was reported.